Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow-up, increased capture threshold and noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The cause of the event was due to a cardiac perforation and a kinked lead which was confirmed with diagnostic imaging. Additionally, the patient experienced chest pain as a result of the event. The rv lead was capped and replaced to resolve the event. The patient was stable.